Manufacturer narrative:
Correction to field d4: lot number, serial number. At this time, the product has not been returned. If the product is returned analysis will be performed, and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that additional information was received from sales representative correcting the previously reported serial number. A supplemental report is being filed to correct this information. It was reported that this right atrial (ra) lead exhibited helix extension issues and poor electrical measurements during implant attempt. As such the lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed, and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited helix extension issues and poor electrical measurements during implant attempt. As such the lead was removed and replaced. No adverse patient effects were reported.